Event description:
Before a pulmonary vein isolation procedure, it was reported that the lasso® 2515 nav variable catheter would not bend or straighten. The catheter was exchanged for a same like product to complete the case. Due to this issue, there was a 5 minute delay with no patient consequence. The procedure was completed successfully. On march 26th, received additional information requested from bwi representative stating that the catheter would not straighten during some 45 minutes into the case and believed to be in a fully deflected position. On april 1st, received a clarification from bwi representative stating that the problem with the device was encountered in the first few minutes of the case, before used on the patient. Based on the additional information received on march 26th, it was confirmed that the catheter got stuck in a fully deflection position. This can potentially be related to a serious injury. Therefore, this complaint became reportable. Awareness date changed from march 10th to march 26th of 2014.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). Before a pulmonary vein isolation procedure, it was reported that the lasso® 2515 nav variable catheter would not bend or straighten. The catheter was exchanged for a same like product to complete the case. Due to this issue, there was a 5 minute delay with no patient consequence. The procedure was completed successfully. On march 26th, received additional information requested from bwi representative stating that the catheter would not straighten during some 45 minutes into the case and believed to be in a fully deflected position. The catheter was visually inspected and the leader tubing was found bent. Per the event, a deflection and contraction tests were performed and the catheter passed both tests. The device did not get stuck during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.